Event description:
It was observed that during the device evaluation, the flushing pump exhibited excessive water supply pressure (flow rate is more than 200ml in 20 seconds). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the malfunction was caused by a component failure of pump head, and the performance of the device deteriorated as the number of usages increase. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.